Event description:
It was reported that the left ventricular lead was dislodged. X-ray confirmed lead dislodgement. Patient experienced phrenic nerve stimulation due to dislodgement. The lead was programmed off and settings changed to allow intrinsic conduction. No further information was reported.

Event description:
It was reported that the patient's left ventricular lead was turned off on (B)(6) 2017 due to recurring phrenic nerve stimulation.

Event description:
It was reported that the patient underwent left ventricular lead repositioning due to phrenic nerve stimulation on (B)(6) 2017.